Event description:
It was reported that the customer has high blood glucose in the 400 range. Customer treated with manual injection. Customer wanted to check of insulin is exiting the insulin pump. During troubleshooting, the high pressure test failed twice. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.